Event description:
It was reported that the customer was hospitalized after being found unconscious on the couch. The customer's blood glucose reading at the time of the event was unknown. Troubleshooting was performed, and the insulin pump was programmed correctly. No alarms were found in the alarm history. The unit passed the self test, and no damage to the drive support cap was noted. It was stated that the patient would be following up with the hcp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.